Manufacturer narrative:
The reporter provided additional information that the reported white screen happened at power up. Based on additional information received, this issue was identified prior to start of infusion and therefore can only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a display of spectrum iq pump display was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.